Manufacturer narrative:
No device malfunction was reported by the user.

Event description:
On (B)(6) 2024, a female patient, (age 68) with multiple neuroendocrine metastases received multiple histotripsy treatments for 3 liver tumors, for a total treatment volume of 50.6 cc. As part of standard of care following histotripsy at this institution, the patient was hospitalized overnight for observation. The following morning (B)(6) 2024), as part of routine lab work, it was determined the patient had elevated creatinine levels which indicated acute renal failure. The patient remained hospitalized to monitor renal function and received fluids as creatinine levels continued to normalize. The patient was discharged on (B)(6) 2024 and kidney function has returned to normal levels. No device malfunctions or other noteworthy events occurred during the case.